Event description:
It was reported that, during the screening of this subcutaneous implantable cardioverter defibrillator (s-ICD), only the secondary vector passed, in both left and right side of sternum. Primary and alternate vectors presented a very high r wave. During implant procedure the automatic configuration was performed and again, only the secondary vector was valid with smart pass on. Additionally, the induction was successful, nonetheless, during the optimization, all vectors did not pass in both positions. Compression was applied at the end of the procedure to prevent hematoma formation. The physician decided to turn off the therapy for the moment and x-ray was scheduled. Technical services (ts) discussed troubleshooting options and the field representative performed and optimization and observed that at secondary vector the r wave increased, and t wave was lower. The automatic setup chose automatically secondary vector, both supine and sitting postures have good secondary vector sensing. The patient will have a stress test in one month. The field representative did not perform new test because patient was very young and anxious, and it will be in continue monitoring. This s-ICD remains in service. No adverse patient effects were reported.